Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability and pain. The tibial insert was noted to be "loose". A new poly was implanted. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code (B)(4), lot number (B)(4) device history review ==> DHR reviewed no deviations or nonconformances were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.